Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that the lead was returned with a guidewire stuck inside, tip of guidewire appears looped-back on itself at distal end of lead. No further guidewire testing is possible. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was inserted over a guidewire and after approximately ten minutes, the guidewire became lodged in the lead and the implanter was unable to insert or remove the guidewire. The lead and guidewire were removed and another lead was inserted over a new guidewire. No patient complications have been reported as a result of this event.